Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined the date received by manufacturer should have been 2/02/2021 rather than 02/05/2021 in the follow-up report #1.

Event description:
Additional information received indicated that the patient's leads were repositioned and re-anchored on (B)(6) 2021. Effective therapy was established post-operative.

Event description:
Related manufacturing number: 3006705815-2021-00261. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may take place on a later date.